Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device found the handle assembly, medial section of the pullwire and distal portion of the coil/wire basket assemblies had been cut by the customer. Additionally, the medial portion of the pullwire had been cut on both ends. Further evaluation of the distal section of the coil assembly revealed that it was kinked and buckled. The outer sheath was also torn and buckled. The distal section of the wire basket assembly remained inside the coil assembly and could not be removed due to the damage. The wire basket was badly bent and deformed; however, the tip remained intact. The device was separated at the distal end and found that the heat shrink and t-fitting metal cannula were removed by the customer. An examination of the handle assembly found the handle cannula to have been pulled out from under set screws. Evaluation of the handle label was removed exposing the set screws which were found to be present in the handle assembly. The handle cannula was not returned for evaluation. The condition of the returned unit could not be evaluated due to the handle cannula not being returned. It is unknown how much force was applied to the device causing the failure. Moreover, the condition of the returned portions was such that the precise failure mode cannot be determined. Therefore, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the gastrointestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid basket was used to crush a 1.3 cm-sized stone. However, the wire inside the handle broke and the basket failed to crush the stone. Subsequently, the basket with the entrapped stone was stuck inside the common bile duct. The sohendra lithotriptripsy system was used to resolve this issue. The procedure was completed with another of the same device. The patient did experience, vomiting due to the prolonged procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the gastrointestinal tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2015. According to the complainant, during the procedure, an alliance handle in conjunction with the trapezoid basket was used to crush a 1.3 cm-sized stone. However, the wire inside the handle broke and the basket failed to crush the stone. Subsequently, the basket with the entrapped stone was stuck inside the common bile duct. The sohendra lithotriptripsy system was used to resolve this issue. The procedure was completed with another of the same device. The patient did experience, vomiting due to the prolonged procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.